Manufacturer narrative:
Investigation completed on a smiths medical cadd vip 2120 pump. The device arrived in good physical condition. Complaint of error code was duplicated and verified in testing . The error code 44510 indicates a problem with pwa board and was isolated to pwa board. Device repaired and no evidence of complaint is in the DHR and quality review prior to release.

Event description:
Information received a smith medical cadd solis vip 2120 alarmed lec4410. No patient adverse event reported.

Manufacturer narrative:
B5: updated with additional information. H6: patient updated to 2645.

Event description:
Information received a smith medical cadd solis vip 2120 alarmed lec4410. No patient adverse event reported. Additional information was received indicating that there was no patient involvement.